Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was experiencing high blood glucose over 500 mg/dl. Customer stated the insulin pump shuts off and it never alarmed. Customer's current blood glucose was 279 mg/dl. Customer states there was a crack on the screen on the bottom right and goes through the screen. Another crack was noted in the back where the letters are. Customer is not sure how the damage occurred on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.